Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. On (B)(6) 2019, the meter result was 5.0 inr and the laboratory result was 2.75 inr. On (B)(6) 2019, the meter result was 5.5 inr and the laboratory result was 2.71 inr. On (B)(6) 2019, the meter result was 4.0 inr and the laboratory result was 2.43 inr. There was no allegation of an adverse event. All medical decisions were based on the laboratory result. The therapeutic range was 2.0-3.0 inr. There were no symptoms of bleeding or bruising, no special diet, no antiphospholipid antibodies, and no other anticoagulants. The patient had hemolytic anemia and hematocrit was 37.3%. The suspect product was requested to be returned for investigation. Replacement product was sent. The meter and test strips were received for investigation and tested with qc material. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.